Manufacturer narrative:
B3. Date of event: exact event date is unknown. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with use of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that after a water vapor therapy procedure was performed, prior to discharge, the patient had high psa level but dissemination occurred within the bladder. It was reported that dissemination had spread evenly throughout the bladder. The procedure was completed using the original device and this report is not related to device defect. While a high psa level could sometimes occur, the physician did not anticipate this issue from occurring; therefore, the customer would like to verify whether there were any similar cases.